Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that her glucose levels were steady and her dexcom was alerting normally. She lost consciousness and does not recall her bg level prior to losing consciousness. Paramedics were called and checked her fingerstick bg value which was 29 mg/dl, while the cgm was displaying 160 mg/dl. The patient was given glucose through an intravenous (IV) therapy and monitored by the paramedics until she returned to healthy levels (she does not recall the values). After the event she removed her cgm and was relying on finger stick monitoring. At the time of the report the patient was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional event or patient information is available.